Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d3, d4, g1, h6.

Event description:
The device has been confirmed as non-allergan/abbvie and this information is no longer considered reportable to the FDA.

Event description:
Healthcare professional reported " severe capsular contracture baker grade iii/IV ". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.